Event description:
It was reported that during a lobectomy procedure, the user attempted to fire device for third time and device would not fire. This device was removed and case was completed with a new device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. One piece sled, drivers, cartridge, pan the analysis found that one sc60a device was returned in good visual condition and with an ecr60g cartridge reload present. The reload was received partially fired 3/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Furthermore, the cartridge pan was noted to be dislodged. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.